Event description:
Post-op patient in new hillrom total care bed with new 4 poster overhead frame (zimmer) - used the overhead trapeze to pull themselves up in bed and the cross clamp allegedly broke in half, causing the trapeze to fall onto patient resulting in a laceration on apparatus hand.